Event description:
Event description boston scientific, crm received information that the patient with this implantable cardioverter defibrillator (ICD) device went into ventricular tachycardia (vt) while in x-ray. The patient had 3 vt episodes. The patient received one burst of anti-tachycardia pacing (atp) during the first episode, and one burst of atp during the second episode. During the third episode the patient received two bursts of atp, a 23 j shock, and 31 j shock. The 31 j shock converted the patient; however, the patient is now intubated. There was concern that the device was undersensing during the vt.